Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not load application or service software. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit will not load application or service software. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the helium manifold of the cardiosave intra-aortic balloon pump (iabp) would not pass the test. The fse then replaced the manifold and the unit failed to recognize and accept calibration for x and atmosphere transducers. Also, it would not load the application or service software. The fse then conducted extensive troubleshooting and determined that the executive processor board and video generator board were faulty. So, in order to fix the issue, the fse replaced those parts and installed b.17 software. Full pm, calibration, safety, and functionality checks were completed per the service manual. Also replaced the alarm daughter board battery at prescribed interval. All checks passed factory specifications. The unit was functioning in accordance with factory specifications and was cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received pn: 0670-00-1182 sn: (B)(6) video gen. Board (qty.1), pn: 0670-00-0770 sn: (B)(6). Processor board (qty.1) and pn: 0670-00-0770 sn: (B)(6) exec. Processor board (qty.1). These boards were received with a reported unit failure message of all above boards were faulty. Performed visual inspection of these boards received and all boards look to be in good condition. Installed the all boards into the cardiosave test fixture sn (B)(6) and tested separately to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of all boards would not boot up. All boards failed testing. Sending all boards to the supplier for failure analysis as per procedure 0002-07-d008 rev an. The following part is no longer going back to the supplier, as the supplier is unable to test this part due to being too old of a revision, and thus has rejected it. Pn: 0670-00-0770 sn: 14 04708 22_htc exec. Processor board (qty.1) retaining this board in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The failure analysis and testing dept. Received part number 0670-00-0770 pcb, exec processor serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier performed an in circuit test and manual test and the results all passed. No issues were detected as described. The board passed testing. The failure analysis and testing dept. Installed part number 0670-00-0770 pcb, exec processor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The fat dept. Received part number 0670-00-1182 video gen. Board serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The results of the ict, fct, and manual tests all passed, with no functional errors detected on the board. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.